Manufacturer narrative:
The two devices involved are assembled by means of a conical coupling (tt baseplate: male taper; tt peg: female taper). No anomalies detected by checking the dhrs of the lot # of the tt metal back (not marketed in the us) and the tt peg involved. No other complaints registered on these lot #, on a total of (B)(4) metal back and (B)(4) pegs manufactured with the lot # involved. We received the explanted devices, which were returned coupled one to each other. We performed a pull-out lab test on these explants, to measure the force needed to extract the tt peg (female taper) from the tt baseplate (male taper). A low value (<50 n) was needed to separate the 2 devices indicating that, during revision, surgeon simply coupled the two devices by hand after removal from patient body. After the 1st pull-out test we coupled again the devices, but this time as per surgical technique (by applying torque of 2 nm with the proper dynamometric wrench); after this action, another pull-out lab test was performed on these explants, giving a significantly higher pull-out value (320 n) needed to separate the devices which were used "in vivo". In addition, a further dimensional check on the male taper of the tt baseplate and on the female taper of the tt peg confirmed the absence of dimensional anomalies. We never received the other requested additional information (x-rays, date of primary surgery, info on how patient's fall may have contributed to the event). A visual analysis of the tt baseplate shows that the implant revised was probably a smr reverse; in fact, the inner taper of the baseplate shows signs of wear, indicating that the connector of the smr reverse system was used. If, as it seems, the explants were associated to a smr reverse implant, patient poor bone stock may have significantly contributed to the event. With regards to this, the related IFU + surgical technique specify that: "the bone stock of the glenoid and humerus must be able to support the implant. In cases with significant bone loss and in which adequate fixation on the glenoid side cannot be obtained, a hemiarthroplasty with a cta head should be performed." By our investigation, the possible causes (maybe combined) of the reported disengagement of the tt baseplate from the tt peg were: ·an incomplete/incorrect coupling of the two devices during primary surgery (as reported above, a fixed torque of 2 nm through use of dynamometric wrench is required to proper assembly the 2 devices); ·the reported patient poor bone stock (especially if, as it seems, the devices involved were associated to a smr reverse implant) + trauma (minor fall). According to our pms data, this is the first and only similar complaint reported on the smr tt metal back peg (product code 1375.14.6xx) on a total of (B)(4) pegs sold ww since 2013 (B)(4). No corrective action have been planned for this case, which was not product-related. Lima corporate will continue monitoring the market on the reoccurrence of this event.

Event description:
According to the information provided, during a 2nd stage smr revision surgery performed in (B)(6) on the (B)(6) 2015, the tt metal back baseplate (model # not marketed in the us) was found to be disengaged from the tt peg model # 1375.14.653 (marketed in us). The surgeon reported that the patient had a very poor bone stock on the glenoid side and had a "minor fall" before the revision; it is unknown how this could have contributed to the incident.

Manufacturer narrative:
No anomalies detected by checking the manufacturing charts of the lot # of the axioma tt metal back (not marketed in the us) and the peg. No other complaints registered on these lot #, on a total of (B)(4) metal back and (B)(4) pegs manufactured with the lot # involved. We received the explanted devices, which were returned coupled and well fixed one to each other. We requested additional information to the complaint source (x-rays, date of primary surgery, info on how patient's fall may have contributed to the event); we will submit a final report after a complete analysis of the case.

Event description:
According to the information provided, during a 2nd stage smr revision surgery performed in (B)(6) on the (B)(6) 2015, the axioma tt metal back (not marketed in the us) was found to be disengaged from the peg (marketed in us). The surgeon reported that the patient had a very poor bone stock and had a "minor fall".